Manufacturer narrative:
Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening the procedure pack, the patient interface (pi) device were noted in which the cone glass containing the flap had cuts in addition to the side cut of the flap. The account indicated that it was highly probable that these additional cuts occurred prior to the laser irradiation. The flap itself, however, was not affected, and there were no patient injuries reported. No further information was provided. Note: this report is 1 of 2 reported.